Event description:
The actuation ball inside the grasper allegedly broke off inside the handle during surgery. This left the grasper in the open position and prevented removal of the grasper from the pt. The surgeon grasped actuating rod with a hemostat, where the actuation ball had been attached, and pulled the rod back to close the jaws of the grasper. Once the jaws closed the surgeon removed the grasper from the pt. The user facility reported no injury to the pt. No other info is available at this time.